Manufacturer narrative:
This report is being submitted as part of a system as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the (B)(6) pages of medical records information it appears that on (B)(6) 2012, this patient became non-responsive during her dialysis treatment. The nurse intervened and the patient was responsive in about one minute. The patient was discharged home after treatment was completed. The patient ha sa well-documented medical history of hypertension and tachycardia. There is no documentation in the medical record that shows a causal relationship between the patient's dialysis treatment or dialysis products and the patient's unresponsive episode, tachycardia or hypertension. In addition, this patient has an extensive medical history for not taking medications or attending treatment. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
On (B)(6) 2012, this patient's dialysis started at 06:22. At 06:36, the patient stated "I feel funny." The nurse attempted to replace the blood pressure cuff, at it was loose, when patient began to wretch then became unresponsive. Her blood pressure was 206/131 and pulse 140. The nurse administered 400 ml normal saline. Patient was responsive within 1 minute after fluid administration. Ultra filtration was left off. The patient completed treatment without further events and was discharged home ambulatory.